Event description:
It was reported via repair work order that the head of bed was not moving up or down due to malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head of bed was not moving up or down due to malfunctioning cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the head of the bed was not moving up or down due to malfunctioning cpu board. (B)(4).